Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing snapped. The following information was provided by the initial reporter: material #: 11532269. Batch/ lot #: 20086876. It was reported that the tubing snapped off the point when attaching to pump.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing snapped. The following information was provided by the initial reporter: material #: 11532269, batch/ lot #: 20086876. It was reported that the tubing snapped off the point when attaching to pump.

Manufacturer narrative:
H.6. Investigation: the customer reported the tubing snapped off where it connects to the pump, and returned the affected sample. The sample was clearly separated at the silicon connection of the upper fitment, and the complaint is verified. Visual inspection under the microscope determined the ring retainer to have been assembled onto the silicon. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 11532269 lot number 20086876 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown. There is a known user error failure mode for improper loading of the pumping segment. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20086876 regarding item #11532269.